Manufacturer narrative:
The oad was returned to csi for analysis with the guide wire. No damage was observed to the guide wire core shaft or spring tip. Analysis identified an oad driveshaft fracture at the proximal side of the crown with the distal fractured section returned engaged on the guide wire. Scanning electron microscopy analysis of the fractured driveshaft sections revealed fatigue striations at the site of the driveshaft fracture. As driveshaft flexing at the weld location can initiate a fatigue failure, it is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. When tested, the oad functioned as intended. The exact root cause of this reported complaint is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device is anticipated. A supplemental report will be submitted when the investigation is complete. Csi ID: (B)(4).

Event description:
During distal-to-proximal treatment of an extremely tortuous, 90% stenosed, 270-degree calcified, 1.25mm-diameter lesion in the left main coronary artery (lmca) using diamondback 360 coronary orbital atherectomy device (oad) and 7-french non-csi guiding catheter via transfemoral intervention (tfi), the oad driveshaft was observed to be fractured using intravascular ultrasound (ivus). Due to high oad driveshaft deformation, the oad got stuck in the vessel during removal attempts. The vessel was 3mm in diameter. The oad was removed after being cut in half just before the driveshaft and the outer non-csi sheath was extracted. A non-csi guide extension catheter was used to retrieve the proximal part of the fractured component. The distal part was snared using a viperwire advance coronary guide wire and non-csi guiding catheter. The percutaneous coronary intervention (pci) was completed with no further complications. The patient was stable.